Event description:
It was reported that the customer experienced low blood glucose levels. The customer's blood glucose was 31 mg/dl. The customer treated the low blood glucose with milk, cookies and (B)(6). The customer explained that he had been experiencing low blood glucose his entire life. Troubleshooting was done. The customer stated that the drive support cap appeared normal. The customer's insulin pump passed the displacement test and functional check. Advised customer to monitor the insulin pump and call back if the issues persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.